Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found after treatment was complete. The patient then found fluid in the cycler when patient was removing the cassette. There was fluid in the pump module area and on the external part of the cassette. The patient did not call technical services and decided to continue to use the cycler. In a follow up a pd nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler is not available for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found after treatment was complete. The patient then found fluid in the cycler when patient was removing the cassette. There was fluid in the pump module area and on the external part of the cassette. The patient did not call technical services and decided to continue to use the cycler. In a follow up a pd nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler is not available for investigation.